Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the delivery device was returned inside the loading device. The tension spring assembly, seal and anchor tab were inside the delivery device tube. The portion of the seal not loaded into the delivery device tube flared wider in diameter than the delivery tube. The first row of the outer edge was cracked. The green slide lock was locked and the while plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, they had three hs iii proximal seals that failed to deploy; the seals stayed in the loaders. A replacement device was used to complete the procedure. The hospital did not report any pt effects.